Event description:
Boston scientific received information that this right atrial lead became dislodged after the patient twiddled their leads. An invasive procedure was performed where the lead was repositioned. The lead remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.